Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that within 10 months post implant that the patient had diaphragm stimulation and the physician suspected a problem with the lead insulation. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.